Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca, m1) using a penumbra system 5max reperfusion catheter and a 5max separator. Before the procedure, intravenous tissue plasminogen (IV t-pa) was not administered. During the procedure, a 5max reperfusion catheter was advanced to the m1 along with another manufacturer's guide wire and guiding catheter. Aspiration was done with the 5max separator and 3,000 units of heparin were injected. After the procedure, the patient developed an intracranial hemorrhage which required a craniotomy. Approximately three weeks later, the patient left the hospital. Physician's comment: there was no clear evidence of perforation. However the relations between the event and the penumbra system, and the event and the procedure were not denial due to hemorrhage.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00395. Device was disposed of by the hospital.